Event description:
(B)(4). It was reported that post a stenting treatment procedure, restenosis occurred. At the time of the index procedure, the patient was treated with deployment of an unknown size taxus express2 stent to the mid left anterior descending coronary artery (lad). After unknown period of time, the patient was diagnosed with restenosis of the mid lad. It is the opinion of the physician that this event is related to the taxus express2 stent. Additional information has been requested but is not available.

Event description:
It was further reported that the patient experienced 100% restenosis of the mid left anterior descending (lad) artery in (B)(6) of 2010. The patient was taking babyaspirin and nichistate. In (B)(6) of 2010, a percutaneous coronary intervention (pci) was performed to treat the restenosis. However, during the procedure the unspecified guide wire could not cross the lesion. The procedure was completed without any treatment. Approximately three weeks later, the patient was treated with a coronary artery bypass graft procedure. Following the procedure, the patient was taking warfarin and babyaspirin. During the 3 year follow up in (B)(6) of 2010, there was no angina pectoris.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).